Event description:
Customer reports to have received a no delivery alarm, then received a motor error alarm during bolus shot. Customer's blood glucose was 193 mg/dl. After troubleshooting for motor error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).